Event description:
Customer reports, a nurse was stuck by a contaminated needle when using the syringe. The syringe had an "extra" needle attached which apparently caused the problem. The nurse is currently undergoing follow-up treatment and testing.

Manufacturer narrative:
The sample was not returned. Samples from the same lot were tested and no double cannulae were noted. All test samples functioned properly. Lot history was reviewed and one sublot was found to have double cannulae. These units were scraped and the machine was reset. Co 's rep. Viewed the actual sample and found the cannula bent back at 180 degrees. It did not appear to pierce the shield. The condition of the sample looks as if it could not have been contaminated. Mfg stated that if contaminated it would have pierced the shield at some point. This was not evident. Co believes this was a clean needlestick. Corrective action was taken at the mfg facility.